Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced difficulty charging his scs system a year ago. It was also reported the patient was no longer feeling pain. As such, he did not recharge his ipg or use stimulation. However, the patient stated the pain has resurfaced and he now desires to use his scs system again. It was noted the patient's ipg was found to be inoperable by a sjm representative. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. The patient reported effective therapy following the procedure and the reported issue is resolved.